Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of adenomyosis, abdominal pain, cesarean section, pelvic pain, uterine bleeding, endometrial ablation, gum bleeding, pregnancy (third pregnancy. Patient conceived all 4 pregnancies naturally and had 3 cesarean sections), vaginal bleeding (third pregnancy), abnormal uterine bleeding, dysmenorrhea, anemia, parity 3 and multi gravida. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted vaginal; hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: pre and post-operative diagnosis: abnormal uterine bleeding. Final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: unicornuate uterus with a right-sided noncommunicating functional rudimentary horn. The main endometrial cavity shows a basalis endometrium with extensive adenomyosis in the underlying myometrium. The noncommunicating uterine horn is lined by secretory type endometrium. Negative for endometrial hyperplasia or neoplasia. The cervix shows nabothian cysts. Bilateral fallopian tubes showing no specific pathologic abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, abdominal pain, cesarean section, pelvic pain, uterine bleeding, endometrial ablation, gum bleeding, pregnancy (third pregnancy. Patient conceived all 4 pregnancies naturally and had 3 cesarean sections,), vaginal bleeding (third pregnancy), abnormal uterine bleeding, dysmenorrhea, anemia, parity 3 and multi gravida. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic assisted vaginal ; hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 10-jun-2020: pre and post-operative diagnosis: abnormal uterine bleeding final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: - unicornuate uterus with a right-sided noncommunicating functional rudimentary horn. - the main endometrial cavity shows a basalis endometrium with extensive adenomyosis in the underlying myometrium. - the noncommunicating uterine horn is lined by secretory type endometrium. - negative for endometrial hyperplasia or neoplasia. - the cervix shows nabothian cysts. - bilateral fallopian tubes showing no specific pathologic abnormality based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.